Event description:
It was reported that the asymptomatic patient presented for an unrelated procedure. During procedure, the right ventricular lead was scanned and x-ray/fluoros/cine views showed externalized conductors above the right ventricular coil. The electrical characteristics of the lead were all within normal limits. Patient was stable in the recovery room with no adverse effects.